Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this patient was symptomatic to pacing inhibition and went to the ER. The lead exhibited loss of capture, decreasing impedance, and oversensing of noise. The patient is dependent. The lead will be replaced at a future date. Should additional information become available this file will be updated.